Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock because of oversensing of non-physiological noise. Technical services (ts) provided troubleshooting then suggested in-clinic evaluation. This occurred while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock because of oversensing of non-physiological noise. Technical services (ts) provided troubleshooting then suggested in-clinic evaluation. This occurred while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a revision procedure had been scheduled but was cancelled at the physician's discretion. Prior to procedure, isometrics were performed where the noise was reproducible in all sensing vectors. Ts stated that this was likely due to myopotentials or possible lead fracture. It was noted that this s-ICD system had been deactivated in office and the patient is currently wearing a life vest. No additional adverse patient effects were reported. According to additional information, the physician turned therapy back on. There was noise present while programmed in the secondary vector, but it was noted to be handled correctly by the device. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, there was an attempt at repositioning this s-ICD system. However, the r=wave amplitude was repeatedly low during sensing testing in two out of three vectors. Therefore, the physician elected to explant this s-ICD system. A new transvenous ICD system was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock because of oversensing of non-physiological noise. Technical services (ts) provided troubleshooting then suggested in-clinic evaluation. This occurred while programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a revision procedure had been scheduled but was cancelled at the physician's discretion. Prior to procedure, isometrics were performed where the noise was reproducible in all sensing vectors. Ts stated that this was likely due to myopotentials or possible lead fracture. It was noted that this s-ICD system had been deactivated in office and the patient is currently wearing a life vest. No additional adverse patient effects were reported.